Manufacturer narrative:
B3: date of event: the date of the event is unknown. Bsc became aware of the event on 18-nov-2020. Therefore, a date of (B)(6) 2020 was entered to indicate that the event occurred on an unknown day in (B)(6) 2020.

Event description:
It was reported that stent damage occurred. During a chronic total occlusion (cto) percutaneous coronary intervention (pci), a 38 x 2.50 promus premier select stent was used, but stent strut damage was observed. The procedure was successfully completed with another of the same device. No patient complications resulted in relation to this event. It was further reported that the stent strut damage occurred during preparation. It was noted that the strut damage was likely due to preparation of the device. No patient complications were reported in relation to this event.

Event description:
It was reported that stent damage occurred. During a chronic total occlusion (cto) percutaneous coronary intervention (pci), a 38 x 2.50 promus premier select stent was used, but stent strut damage was observed. The procedure was successfully completed with another of the same device. No patient complications resulted in relation to this event. It was further reported that the stent strut damage occurred during preparation. It was noted that the strut damage was likely due to preparation of the device. No patient complications were reported in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: a 38 x 2.50mm promus premier select stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damage. Stent struts in the middle region were found to be lifted from their crimped position and pulled distally. The undamaged crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were however wrapped and evenly folded and no signs of positive pressure were noted. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. B3: date of event: the date of the event is unknown. Bsc became aware of the event on (B)(6) 2020 . Therefore, a date of 01-nov-2020 was entered to indicate that the event occurred on an unknown day in (B)(6) 2020.

Manufacturer narrative:
Date of event: the date of the event is unknown. Bsc became aware of the event on (B)(6) 2020. Therefore, a date of (B)(6) 2020 was entered to indicate that the event occurred on an unknown day in (B)(6) 2020.

Event description:
It was reported that stent damage occurred. During a chronic total occlusion (cto) percutaneous coronary intervention (pci), a 38 x 2.50 promus premier select stent was used, but stent strut damage was observed. The procedure was successfully completed with another of the same device. No patient complications resulted in relation to this event.